Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported migration and poor imaging could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation (tr), prolapsed septal and posterior leaflet, atrial fibrillation for a triclip procedure. During the procedure, imaging was difficult. 2 triclips were successfully implanted at antero-septal location. An attempt was made to deploy third triclip at postero-septal location. Post deployment, the clip had partial detachment from the posterior leaflet. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.